Event description:
During a tomography the camera head 2 came in contact with patient. The customer states it was hard, but the patient was not injured. The customer states the pad did not stop camera. Daniel mielke tested both pads-altough both pads worked ok, one was less responsive than the other. Replaced pads.